Manufacturer narrative:
Consumer reported experiencing red eyes in the late afternoon after using the product. Consumer visited an accident and emergency department (a&e) and was then referred to the hospital. Medical report received from the hospital indicated the patient developed burning, painful, red and gritty sensation. Doctor observed red injected eyes and conjunctival abrasion of the palpebral portion of both upper lids. The cornea was reported to be clear with no infiltrate/keratitis. The diagnosis was ¿contact lens related disorder¿ and the impression indicated it may be related to the solution. The patient was prescribed ofloxacin and advised to discontinue use of contact lenses until resolved. The final outcome was that the patient was discharged and did not require any follow-up treatment. The consumer did not report loss of vision and the cornea was reported to be clear. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer recovered. The complaint sample was not returned for evaluation. Additional event and medical information has been requested but not received.

Event description:
Consumer reported experiencing red eyes in the late afternoon after using the product. Consumer visited an accident and emergency department and was then referred to the hospital. Medical report received from the hospital indicated the patient developed burning, painful, red and gritty sensation. Doctor observed red injected eyes and conjunctival abrasion of the palpebral portion of both upper lids. The cornea was reported to be clear with no infiltrate/keratitis. The diagnosis was ¿contact lens related disorder¿ and the impression indicated it may be related to the solution. The patient was prescribed ofloxacin and advised to discontinue use of contact lenses until resolved. The final outcome was that the patient was discharged and did not require any follow-up treatment. The consumer did not report loss of vision and the cornea was reported to be clear. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.